Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. No root cause could be determined as the complaint could not be confirmed. (B)(4).

Event description:
It was reported that during administration of the flu vaccine in a patient's arm, it sprayed from a crack at the hub of the needle. The needle was removed and the employee was given a second injection. No patient injury was reported.